Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead since implant a few weeks prior. Lead output was adjusted to resolve the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.